Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change small r waves were seen through the analyzer on the right ventricular lead. It was also noted that unipolar pacing impedance was higher than bipolar, and a possible insulation issue was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.